Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: indentation of the breast future explant date: (B)(6) 2022 mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old hispanic female who underwent primary breast augmentation with 250cc mentor memorygel breast implants experienced left sided baker grade iii capsular contracture and an indentation in the right breast post procedure. The patient is experiencing stabbing pain in the left breast. As a result, an explant is scheduled for (B)(6) 2022. This report relates to the left prosthesis. The left sided device was reported under 1645337-2022-13320. Additional information was received on november 2, 2022 indicating bilateral issues. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information was received on january 19, 2023. The explant date was clarified to be (B)(6) 2023. Manufacturer¿s reference number: (B)(4).